Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor autozero failure. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was a proximal pressure sensor autozero failure. It was noted that the customer recently had a flow sensor assembly replaced. The error, "the proximal pressure is not measured and pressure-related alarms are compromised", and noted to be in the event log. It was then discovered that a pin from the autozero solenoid to the data acquisition (da) printed circuit board assembly (pcba) was bent. The rse advised the customer to correct the pin connection to resolve the issue. Investigation is ongoing.

Manufacturer narrative:
H10: the customer corrected the pin connection from the autozero solenoid to the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.